Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 44 hours, but there was still fluid left in the device. The infusion had a slow flow. The device contained fluorouracil and saline for a total volume of 230 ml. A PICC (peripherally inserted central catheter) line was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 and h11 b5: additional information received. The fill volume was 80ml with a final volume of 230ml and diluent volume of 150ml. The expected infusion time was 45.5 hours; however, the actual infusion time was 49 hours. Hospital could not estimate the left-over volume in the reservoir. H4: device manufacture date: the device was manufactured between july 30, 204 and july 31, 2024 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the bag that contains the device which suggests an under-infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.